Event description:
It was reported that the rigid video laparoscope showed a connection error. The event occurred during the setup of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and chipped light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely that the failure in the universal cable led to the connection error and the poor image quality, and a failure in the light guide bundle led to the chipped damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.